Manufacturer narrative:
The device was returned to zoll medical (B)(6) service department. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including power cycling and full functionality testing without duplicating a malfunction to the device. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6)-year-old female patient, the device reset/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.